Manufacturer narrative:
Complaint of overheating could not be reproduced. Product passed functional testing including power cycling during 8 hour burn-in. Control unit was tested at different power input voltage levels ranging from 90 to 220 volts. No overheating or signal loss occurred during 8 hour testing. All live video outputs (composite, s-video, hd-sdi, etc...) Normal. All functions perform as expected. The complaint was not confirmed and the root cause could not be determined since the reported malfunction could not be duplicated during the functional testing process. There was no relationship found between the returned device and the reported incident. A review of the device history record was performed which confirmed no inconsistencies.

Event description:
It was reported that the cameral control unit was overheating. No injuries were reported as a result. No further information has been provided but will be reported if and when received.